Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-11865, 11866. The pt rec'd four leads with three different lot numbers. It was reported the pt felt pressure and pain at the peripheral lead sites (off-label use). In addition, the pt reported the stimulation felt like it was pulsing and made her feel discombobulated. It was reported the pt was thin, and the system was uncomfortable. The physician explanted the system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.